Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -6.0 diopter was being implanted into the patients right eye (od). On (B)(6) 2022 the lens was implanted;removed and replaced intra-operatively due to lens tear/break during injection/delivery into the eye. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
B5 corrected to: "the reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -6.0 diopter was being implanted into the patients right eye (od). On 21-jan-2021 the lens was implanted;removed and replaced intra-operatively due to lens tear/break during injection/delivery into the eye. The problem was resolved. Cause reported as unknown." (B)(4).